Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an 8010-275, cortical screw, batch 240046 is fractured. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to use-related factors, resulting in mechanical overload of the distal locking screws during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, a sales representative reported via email that two 3.5mm distal locking screws from the humeral nail system broke during a case. These screws were targeted using the freehand technique. No additional information was provided. The issue was discovered during a procedure performed on (B)(6) 2025. Additional information was received on 09/29/2025: during a humeral nail procedure for a midshaft humeral fracture orif on (B)(6) 2025, two cortical screws, an 8010-300 (3.5mm x 30mm) and an 8010-275 (3.5mm x 27.5mm), broke at the end of the case while inserting the distal screws, which required perfect circles. The screw heads were successfully removed from the patient, while the remaining portions were left in place in the cortical bone. The procedure was completed without the need for additional screws or hardware, and no changes were made to the surgical plan. The incident extended the operative time by approximately 15 minutes but did not require additional anesthesia. Bone preparation was not performed, and bone quality was assessed as good. No adverse effects were reported during or after the surgery.